Manufacturer narrative:
Product analysis: analysis confirmed the reported issue; there was an overheating indication in the logs. It was also confirmed that the power cord bay was broken. The power supply was replaced as a preventative measure. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was displaying a message indicating that the programmer was overheating. It was also noted that the programmer's cord bay door would not shut. The programmer has been returned for service. There was no patient involvement.